Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient stated that battery went dead every 4 years. Patient alleged that both of her implantable neurostimulator (ins) replacements depleted sooner than she thought. She was informed by healthcare provider that ¿it was a problem with the manufacturer. Patient stated she ¿wets herself every night when she¿s sleeping¿ and this occurred since first interstim was put in. There were no further complications that have been reported as a result of this event.